Manufacturer narrative:
One device has been returned for evaluation. The device was examined visually, and pressure tested. The complaint is confirmed. The root cause is attributed to rough handling. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Event description:
The account alleges that the plastic connector within the kit is creating a hole in the catheter at the blue line. The plastic connector was replaced.